Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient as MDR 9610622-2011-00571.

Event description:
Our customer has reported via distributor that during a surgery, when the surgeon tried to extract an axos plate, the tip of both items were broken. It has been alleged that all parts of the product were retrieved.